Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Photos have been received for analysis. Analysis not yet complete.

Event description:
It was reported that a patient underwent a dental clearance on (B)(6) 2019 and suture was used. During the procedure, when suturing through gum, the suture become debraided and the suture snapped when doing knot tying. There were no adverse patient consequences. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional: it was reported that the device had breakage suture issues. There was no sample received for analysis. Only pictures of the sample were received for analysis. Upon visual inspection of the picture, a box of product code w9113 lot# me8cjxa0 with a broken and fraying suture could be observed. However, no conclusion could be reach as the sample was not returned. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this batch.